Manufacturer narrative:
The device has not been returned to omsc but was returned to (B)(4)., ltd (okr). For evaluation. Four years have passed since the device was delivered, and okr confirmed that the device was damaged and leakage of the device. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by deterioration due to external stress during handling or due to long-term use. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that there was a gap of adhesive on the distal end of the device, and stain entered the inside of the light guide lens through the gap, and the inside of the light guide lens was dirty. There was no report of patient injury associated with this event.